Event description:
It was reported that during a atherectomy/stenting treatment procedure, a filling defect was noted after use of the second cutting balloon. After use of an angiojet, the filling defect was still present. Timi-3 flow was established and the luge guidewire was removed. Upon removal of the wire, thrombus and/or atheroma was present at the junction of the spring tip to the polymer jacket. The wire had not fractured. The pt was asymptomatic during this event. The lesion being treated was an 80% stenotic lesion in the mildly tortuous lad coronary artery. The procedure was successfully completed with an angiojet catheter by possis medical. No pt injuries or complications were reported. Pt status is reported as 'fine and discharged.'